Event description:
Event description guidant received information that this guidewire broke during attempted placement of a coronary sinus lead. The distal segment was unable to be retreived and remains in the patient. No resulting adverse patient effects have been reported. A second guidant wire was used to successfully implant the lead.